Event description:
It was reported that a malfunction referred to as "malf 24" occurred, and the pump was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to a backup therapy using mdi and was informed by technical support that a replacement pump with updated software would be shipped. Instructions on storing the pump and returning the faulty one to tandem were provided, and the customer acknowledged these instructions.